Manufacturer narrative:
Investigation summary: the complaint device was received and inspected. The complaint can be confirmed. A visual inspection was performed to reveal any gross visual defects that may contribute to the complaint condition. It was observed that the jaw to shaft pin was broken. When the jaw actuator trigger was pulled, the jaw would not open and close as intended. This type of failure can occur when the jaw is used to grasp excessive amounts of tissue. When this occurs, excessive stress can build up in the jaw to shaft pin which would cause the pin to break therefore is a potential root cause for the pin breakage observed. However, the pin breakage can be considered the root cause for the jaw not actuating as intended. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance was identified. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a shoulder repair procedure the expressew iii without hook was working correctly and then failed to pass the last suture. The top jaw of the device was not working anymore. The case was completed by replacing the device with readily available replacement with no patient harm or delay. This report is for an expressew iii w/o hook. This is report 1 of 1 for (B)(4).